Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a partial display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was distorted, had a black lines, and a partial display after it has been dropped on the floor. Customer also reported that the insulin pump buttons were unresponsive and the that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had missing segments due to cracked and bleeding lcd glass, frozen screen and constant tone due to faulty lcd driver. Unable to verify button keypad anomaly due to frozen screen.